Event description:
A surgeon reported that during a procedure the vitrectomy probe broke inside the pt's eye. The surgeon removed all the particles from the eye and surgery was completed with no harm to the pt.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The three associated lots were released based on the MFR's acceptance criteria. The root cause cannot be determined. Although there was no sample to evaluate, the reported statement: "vitrectome broke inside the pt's eye. The surgeon remove from the eye all the particles" may indicate a port failure issue. All probe components are 100% inspected by trained operators during mfg. (B)(4).